Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 15-apr-2016. A legal claim was received. Plaintiff had essure inserted for permanent sterilization. She subsequently had the device removed due to complications. Company causality comment: this non-medically confirmed, legal and spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an bad infection. A CT (computerized tomogram) scan with contrast was performed which showed one of the devices had slipped and punctured her uterus (interpreted as uterine perforation). When the physician got in there to remove the device, her stomach was full of pus. She thought she had gluten issue and she doesn`t have not anymore she can eat all things flour/wheat (coeliac disease) and she had breast cancer. All these events are serious due to their medical importance. All events are unlisted in the reference safety information for essure, except for the event uterine perforation which is listed. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the other events, based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since essure was removed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Product technical complaint (ptc) investigation result was received on 15-sep-2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an bad infection. A CT (computerized tomogram) scan with contrast was performed which showed one of the devices had slipped and punctured her uterus (interpreted as uterine perforation). When the physician got in there to remove the device, her stomach was full of pus. She thought she had gluten issue and she doesn`t have not anymore she can eat all things flour/wheat (coeliac disease) and she had breast cancer. All these events are serious due to their medical importance. All events are unlisted in the reference safety information for essure, except for the event uterine perforation which is listed. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the other events, based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since essure was removed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0580) on 21-aug-2015. The most recent information was received on 05-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the devices had slipped and punctured my uterus"), peritonitis ("acute peritonitis"), pelvic infection ("she had an bad infection/in the pelvis, pus was seen in the pouch"), breast cancer ("breast cancer") and gluten sensitivity ("she thought she had gluten issue and she doesn't have not anymore she can eat all things flour/wheat") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation planned to be performed concomitantly with essure sterilization" on (B)(6) 2010. The patient's past medical history included menstrual flow excessive (cycles are 10-14d days long with 7 days of heavy flow every 30 days.) On (B)(6) 2010, menstrual cramp on (B)(6) 2010, back surgery, tonsillectomy, gravida, parity 1 and uterine dilation and curettage on (B)(6) 2010. Concurrent conditions included nickel sensitivity and uterine synechiae. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced breast cancer (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), peritonitis (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), gluten sensitivity (seriousness criterion medically significant), dyspareunia ("being intimate with my husband was hard due to the fact that it was so very painful"), fatigue ("sleep 12 hours and still be tired all day"), mood altered ("very moody"), weight loss poor ("never able to lose weight"), migraine ("migraines") and muscle spasms ("leg cramps"). The patient was treated with surgery (hysteroscopy and laparoscopy for essure removal, suction and irrigation of peritoneal cavity on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic infection, gluten sensitivity, dyspareunia, fatigue, mood altered, weight loss poor, migraine and muscle spasms had resolved and the peritonitis and breast cancer outcome was unknown. The reporter considered breast cancer, dyspareunia, fatigue, gluten sensitivity, migraine, mood altered, muscle spasms, pelvic infection, peritonitis, uterine perforation and weight loss poor to be related to essure. The reporter commented: on (B)(6) 2015, device removal procedure: hysteroscope was introduced through the cervix into the uterine cavity. It showed excessive adhesions of the uterine cavity and tip of the essure on the right side was clearly seen. The left essure was not seen. Essure was grasped with a grasper and removed both the right and left fallopian tubes. However, the total removal of the essure on both sides was not confirmed due to the severe adhesions of the essure to the surroundings. Following this, laparoscopy: good visualization of the pelvis showed normal uterus, tubes, and ovaries. However, pus was seen in the pouch of the (unreadable). There were no signs of inflammatory process in the fallopian tubes or bowels. Her appendix was normal and upper abdomen was grossly normal. Suction and irrigation of uterine cavity with warm saline was performed several times with 2 l of fluid. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Surgical pathology report on (B)(6) 2015: two coiled silver metallic wires with lengths were confirmed. Endometrial curettings - minute fragments of weakly proliferative endometrium with congestion and acute and chronic inflammation. E-sure, removal of. History: foreign body, iud perforation. Comment: the biopsy material consistent predominantly of organizing blood clots with very limited endometrium clinical correlations is recommended. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: medical device monitoring error, pelvic infection and acute peritonitis. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: medical record received. New reporter (case is medically confirmed now), historical condition, concomitant disease, lab data and events added. Company causality comment: this spontaneous case report was initially identified during monitoring of postings on an FDA hosted docket website. It refers to a female consumer who had essure inserted and a CT scan showed one of the devices had slipped and punctured her uterus (interpreted as uterine perforation). When the physician got in there to remove the device, in the pelvis, pus was seen in the pouch/she had a bad infection. She also had acute peritonitis. In addition, she thought she had gluten issue and she doesn't have not anymore she can eat all things flour/wheat and she had breast cancer. Only uterine perforation which is anticipated in essure's reference safety information. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. Considering a contributory role of essure in the reported infections can not be excluded, these events were considered as related to the device. With regards to the other events, based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since device removal as required. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Upon receipt of follow-up information this case became legal, thus further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0580, FDA-2014-n-0736-0015 and FDA-2014-n-0736-0744, awareness date 21-aug-2015 and 22-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. In (B)(6) 2012 she was diagnosed with breast cancer at age of (B)(6). She reported that in (B)(6) 2015 she ended up in the ER thinking she was having a appendicitis attack; after her blood work, her white blood count was 14,17 h ( range 3, 98-10,04), neutrophil 82,5h (range 34.0 - 71.1), lymphocyte 10.4h (range 19.3-51.7), eosinophils 0.4l (range 0.7-5.8), neutrophil absolute 11.70h (range 1.56-6.13), monocytes absolute 0.84h (0.24-0.36), she stated she had an bad infection. The physician ordered a CT (computerized tomogram) scan with contrast which showed one of the devices had slipped and punctured her uterus and she needed an emergency surgery. When the physician got in there to remove the device her stomach was full of pus and had to be washed out 7 - 8 times. The consumer stated that on her 1 week check-up the physician told her he believed he got it all but couldn't say for sure. She reported that for the last 5 year she had several side effects not knowing at the time what was going on until after the device was removed and her side effects went away. She could sleep 12 hours and still be tired all day. She thought she had gluten issue and she doesn't have not anymore she can eat all things flour/wheat, she was very moody (fly over the handle at the smallest things), she was never able to lose weight or being intimate with her husband because it was very painful, she had migraines and leg cramps. Since essure was removed all of these side effects were gone. She mentioned that the breast cancer issue no one could explain and after researching the device and she learned that the pet fibers have been known to cause cancer; and also has nickel allergy and she found out that is in there as well. She was never tested before the device was implanted. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and and had an bad infection. A CT (computerized tomogram) scan with contrast was performed which showed one of the devices had slipped and punctured her uterus (interpreted as uterine perforation). When the physician got in there to remove the device, her stomach was full of pus. She thought she had gluten issue and she doesn`t have not anymore she can eat all things flour/wheat (coeliac disease) and she had breast cancer. All these events are serious due to their medical importance. All events are unlisted in the reference safety information for essure, except for the event uterine perforation which is listed. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. With regards to the other events, based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since essure was removed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.